Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery and high blood glucose readings from the insulin pump. The patient's blood glucose of the time was 500 mg/dl. The customer treated with the needle. The customer stated that no delivery began 2 months ago. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did not exit. The customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.